Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A synergy¿ drug-eluting stent was selected for use. However, during preparation, the stent got dislodged from the delivery system upon removing the stent protector. No patient involved.